Event description:
Customer alleges the fork is bent, handrim is bent, lh elev legrest is bent. Qt done. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. However, a quote for the RMA has been provided. Model: 9tpz, serial number/date code: (B)(4) is approximately 1 year and 1 month old. The owner's manual part number 1100869 rev h - (nov-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male who is in his (B)(6). Consumer's weight is unknown. The consumer is an above the knee amputee, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer alleges that the fork, handrim and legrest are bent. All damage is on the left side, end user did not explain what happened.